Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) gave an out of range reading on a milliamps test. The epg passed incoming inspection with no anomalies observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) gave an out of range reading on a milliamps test. There was no patient involvement.